Event description:
It was reported that a patient presented to clinic for a generator change due to eri. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2022.